Event description:
My wife's dexcom g6 continuous glucose monitor suddenly reported the transmitter had stopped working and she needed to replace the sensor and the transmitter. When I contacted the distributor advanced diabetes supply and dexcom tech support, neither one would take responsibility for sending a faulty transmitter to my wife in january of this year. Dexcom said because the transmitter was installed (activated) in december of last year. This was impossible because she did not receive the transmitter until january. The transmitter should have lasted at least three more weeks. Dexcom bases their response because the serial number of the transmitter denotes that it was activated back in december. The distributor, ads, acknowledges that it shipped the transmitter to my wife on january 10th of this year but dexcom doesn't seem to care that my wife did not have it until january 12 and could not activate it until then. I am sending this because my wife cannot communicate online and is technically challenged. She is 81 years old and has been diabetic on insulin for more than 50 years. Dexcom g6 continuous glucose monitor - the transmitter that is attached to the sensor.